Event description:
Reportedly, this ring was explanted after approximately a 29 month implant duration, due to mitral valve insufficiency, congestive heart failure, hypertension, and coronary artery disease.